Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspection was performed on the returned device. The reported material deformation (flared stent) could not be confirmed. However, the hypotube and the jacket were separated distal to the strain relief tubing. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported material deformation could not be determined.

Event description:
It was reported that the 3.0 x 23 mm rx vision stent delivery system did not cross the heavily tortuous and heavily calcified lesion in the proximal left anterior descending (lad) coronary artery resulting in the stent struts flaring. Another device was used to complete the procedure. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed a separated proximal shaft.